Event description:
Asr revision; asr xl system - left hip; reason for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Additional reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision; asr xl system - left hip; reason for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Left hip. Asr xl system. Reason for revision unknown. (B)(4). Update- added reason for revision, updated original surgery date taken from claimsuite dated 22nd jan 2013. Reason(s) for revision: pain and alval / soft tissue reaction. Update: added further revision reason and product. Received: february 22nd 2013. 24 april 2015 - update - rcvd amended implant date - conf that provided by solicitor - stem is a summit and lot number de4aj1000 is not showing on jde - has been confirmed that there are no product stickers available, left as unknown lot.